Manufacturer narrative:
The product is not being returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 4.

Event description:
During surgery it was impossible to pass the sleeve into a 2.0 mm incision. No other information available.

Manufacturer narrative:
(B)(4).